Event description:
I have been having severe pelvic pain, back pain, nausea, swollen hands , I feel like if I stretch I can feel them move. Rash on my abdomen. Painful intercourse. Blood discharged. #medwatcher #mw156330.